Manufacturer narrative:
Additional information: cec adjudicated the event as cardiac death. Cec commented that there is a limited information. Assuming worse case scenario. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the lad. Approximately five months post index procedure, the patient died of unknown cause. The investigator and safety assessed that the event was unlikely related to index device or antiplatelet medication.